Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's mother stated that the customer may have accidentally over bolused due to incorrectly calculating the amount of carbohydrates she was eating. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.